Manufacturer narrative:
The lot number of the device was provided. The device history records are currently under review. The return of the sample is pending. The investigation is currently underway. (Expiry date: 08/2021).

Event description:
It was reported approximately two weeks post placement that the dialysis catheter allegedly dislodged. It was further reported that the patient was hospitalized following removal and replacement of the device.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one d/l 13.5f catheter was returned for evaluation. Functional and gross visual evaluations were performed. The investigation is inconclusive for catheter dislodgement and for the cuff failing to adhere, as the exact circumstances at the time of the reported event are unknown and could not be reproduced in the lab. The sample appeared clean except for blood/tissue residue noted on the cuff. No anomalies were noted during sample evaluation. An attachable suture wing was not present on the catheter. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. (Expiry date: 08/2021).

Event description:
It was reported approximately two weeks post placement that the dialysis catheter allegedly dislodged. It was further reported that the patient was hospitalized following removal and replacement of the device.